Manufacturer narrative:
The microcatheter was returned for evaluation. The tip of the returned microcatheter was torn off at the distal end of the catheter shaft; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. The shaft surface was scratched likely by contacting calcium of the lesion. At the torn end of the tip, tip polymer and under polymer layers and braids were found stretched. The catheter lumen became narrowed by the under polymer layer and braids that were gathered inward by torsion. Base on the obtained information and investigation outcome, it was presumed that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped in the heavily calcified cto, and that stress led the catheter tip to be damaged and eventually torn off. It was concluded that the reported incident was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product quality deficiency. Base on the obtained information, it was presumed that stress exceeding the product's design limit was inadvertently applied with catheter manipulation while the catheter tip was being trapped in the heavily calcified lesion, and that stress led the catheter tip to be damaged and eventually torn off. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily calcified cto in the rca. The tip was caught within the proximal occlusion segment with heavy calcification when it broke off. The tip fragment was located in the true lumen. A stent was deployed in the false lumen proximal to the tip fragment during reverse cart. The tip fragment was isolated and the blood flow was reestablished successfully by the deployed stent. There was reportedly no harm to the patient as the tip was considered non-thrombogenic.